Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was 22 mmol/l. Troubleshooting was performed and the hardware low level alarm was reoccurred. Customer was assisted with self test and the insulin pump did not pass. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.